Event description:
The manufacturer received information alleging a ventilator was alarming for "service required". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a device's system board needs to be replaced to address a "service required" error. This was incorrect. The device's detachable battery was replaced to address the issue.